Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus became aware of the following event via (B)(6): 1st case of #thuflep (I think in (B)(6)) better hemostasis and a bit charring (which confused me at times..), but in all a great tool #soltive #urosome #endourology. (B)(6). No additional information available and unable to contact physician. This event includes 2 reports as follows: (B)(6): unknown soltive superpulsed laser system. (B)(6): unknown soltive single use fiber. This is report 2 of 2 for patient identifier (B)(6): unknown soltive single use fiber.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.